Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; the analyzer passed functional and systems tests. Analysis found damaged internal parts on the patient connector.

Event description:
It was reported there was a problem on the atrial channel, 60-cycle type artifact. The analyzer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications have been reported as a result of this event.